Event description:
An admin personnel reported an intraocular lens (iol) was defective, had splits, and had to be removed. In a f/u phone call with the surgeon, it was reported the iol had four splits that were located two each near the haptics. The lens was removed and replaced during the same surgical procedure through an enlarged incision. There was a delay in the surgical procedure of approx fifteen mins. The surgeon reported the outcome of the surgery was good but the pt had cystoid macular edema, that the surgeon related to the prolongation of the surgery. The surgeon stated he felt the event was caused by of combination of the cartridge being quite tight which caused the splits in the lens. The surgeon reported he had used this type of iol with this cartridge before without problems. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was returned for analysis and the reported complaint for lens tore/split/cracked/broken was observed. Results from the product history record review indicated the product met release criteria. Observation on the lens were as follows; blood and solution are dried on the lens. One haptic is broken/torn-returned. The optic is scratched/marked and has torn/split/cracked areas. In addition, a cartridge was returned for eval. The nozzle has stress, which is an expected outcome after delivering a lens. The bent tip could have occurred during shipment. An unk viscoelastic was used as indicated from the customer; however, it is unk if the viscoelastic used is approved for use with this lens/cartridge/handpiece combination. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not mfg related. Due to the condition of the returned lens, the damage is most likely caused by the customer and it is likely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complications for this lot. No further action is warranted at this time. Final comments: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. (B)(4).